Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the proximal shaft broke into two pieces when the stent delivery system (sds) was advanced into the guiding catheter. The distal portion of the device remained in the guiding catheter and was able to be removed with the guiding catheter. A normal force was used. Nothing unusual with the procedure or catheter used was reported. The shaft broke instantly when gently pushed. There were no pt adverse effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.